Manufacturer narrative:
A lot history review (lhr) of rev10637 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (revi0637) has been reported from one united kingdom facility. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Patient requiring IV anticonvulsants attended theatre for broviac line on (B)(6) 2014. Throughout the night shift of the (B)(6) 2014 was noted that the site of the broviac line was leaking whilst IV anticonvulsants were being infused which resulted in the child having multiple seizures requiring rescue medication and having episodes of apnoea throughout the seizure. Child returned to theatre on (B)(6) 2014 for change of broviac line. Was reported to nursing staff that line was split on the inside. On the (B)(6) 2014 was noted whilst a flush was being administered after the anticonvulsant that the site was leaking again. Child returned to theatre for removal of broviac line which again was reported as line split.